Event description:
It was reported that a lead integrity alert triggered due to oversensing and a varying impedance trend. It was found to be caused by a connection issue with the device. The lead was extracted and replaced and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. S2d review (B)(4) - we did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6)-2012. There was oversensing with one lead failure predictor for high rate non-sustained episodes equal to 130 milliseconds average ventricular cycle on (B)(6)-2012. There was ventricular short interval counts equal to 24 counts, in 0.74 day, between (B)(6)-2012. The weekly pace impedance trend data shows an increase for minimum and maximum ventricular pace bipolar impedance equal to 361 to 760 ohms peak between (B)(6)-2012. Evaluation summary (B)(4) - the full lead was returned in segments and no anomalies were found. However, the defibrillator conductor was distorted. Several conductors have blood/body fluid (not obstructed). The outer insulation has a cosmetic depression. Apparent explant damage was also noted.